Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leakage during patient use. There was no patient harm.

Manufacturer narrative:
(Disregard health professional).

Event description:
The customer reported leakage during patient use. There was no patient harm.